Event description:
It was reported via repair work order that the foot end siderails were stuck in the lowest position due to corroded timing link pivots. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.